Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: double capsule and other - medical (serosanguinous effusion).

Event description:
Healthcare professional reported "double capsule", "retroprosthetic sero-blood effusion". Regulatory agency later reported "increase in volume on reconstructed breast after mastectomy for breast carcinoma", " nodules in the posterior capsule, no cells or markers positive for lagc at the puncture. Thin capsule, posterior surface two hematoma type swelling between double capsule. Serobangling retroprosthetic effusion. Intact prosthesis" confirmed by MRI. This record is for unknown side. Device was explanted and replaced by unknown manufacturer.

Event description:
Healthcare professional reported "increase in volume on reconstructed after mastectomy for breast carcinoma", "2 nodules in the posterior capsule, no cells or markers positive for alcl at punction", "thin capsule on 3/4", "two hematoma-type swelling on posterior face", "double capsule", "retroprosthetic sero-blood effusion". Regulatory agency later reported "increase in volume on reconstructed breast after mastectomy for breast carcinoma", " 2 nodules in the posterior capsule, no cells or markers positive for lagc at the puncture. 3/4 thin capsule, posterior surface two hematoma type swelling between double capsule. Serobangling retroprosthetic effusion. Intact prosthesis (1 or 2 plies)" confirmed by MRI. This record is for unknown side. Device was explanted and replaced by unknown manufacturer.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ other medical: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.